Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-03617. A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected d.9 date returned to manufacturer, h.3 device evaluated by manufacturer, h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Two (2) struts bent at the inflow side were observed while the crimped valve. Post-expanded valve, one (1) strut remained bent and leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint was confirmed based on the returned device evaluation. Available information suggests patient factors (calcification, undersized vessel) and/or procedural factors (excessive device manipulation) likely contributed to the event as the patient had moderate to severe calcification within access vessel and undersized access vessel diameter per the event description. Additionally, resistance was felt when inserting the system through the sheath. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Excessive device manipulation can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach and the patient had very calcified iliac anatomy. During procedure, the vessel was dilated with a 14, and 16 f dilator then the 14f sheath was inserted all without resistance and propofol coated. The valve was prepped and inserted through the sheath with minimal resistance. Upon exiting the sheath, a bent strut was noted on the valve. It was decided to take the valve out with the sheath and replace with a new system. A second valve was prepared and deployed successfully. The patient remained stable entire procedure.